Event description:
"Patient reported the following: on (B)(6) 2024, I had surgery for a broken tibia ± 5 cm above the pinned ankle (in 2018). During the operation on (B)(6), they placed a: t2 alpha tibia nailing system on me, which broke for the 1st time after approximately 8 weeks at the bottom of the ankle, and approximately 6 days later for the 2nd time just above. During the revision operation on (B)(6) they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm. On (B)(6) 2025, I felt a cutting pain along that plate and then I had considerable pain again while walking between 2 elbow crutches. Now it turned out that on (B)(6) 2025, that the 4 screws that went through the plate on my shin were broken. The doctor wondered how we can get those broken screws out again! Now my question is: is there a removal ¿bit/set¿ to remove broken screws? Without losing too much bone tissue! I had surgery at the (B)(6) hospital in doetinchem. P.s. There is even a broken screw from 2018 in a piece of bone at the site of the current fracture! They didn't take it out then either. Bone loss! This operation then took place in the (B)(6). 1st event with allegation against t2 alpha tibia nailing system during which broke for the 1st time after approximately 8 weeks at the bottom of the ankle): manufacturer pi#3894327 2nd event: 6 days later after with allegations against t2 alpha tibia nailing system which broke, it broke just above - revision surgery on (B)(6) - they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm): manufacturer pi#3894348."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.